Event description:
A customer reported metallic like particles were observed in a pt's eye during a cataract extraction procedure. The surgeon suspects the event was related to the phaco tip. It is unk if the particles were removed during the initial procedure. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).